Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The mics handpiece has rust under the cap on the screws and metal plates. Case type: tka.

Event description:
The mics handpiece has rust under the cap on the screws and metal plates. Case type: tka.

Manufacturer narrative:
Reported issue: the mics handpiece has rust under the cap on the screws and metal plates. Case type: tka. Product inspection: original description confirmed. Mics-209063, sn#(B)(6), RMA#(B)(4), lot#42020417. Inspected per d06917 and determined failure of the following test step. Sec# 7.1.2. Visual rust on mics. Disposition: rtv. Inspected by: (B)(6) . Device history review: device history records indicate 25 devices were manufactured under prodex lot k09gs and 24 devices were accepted into final stock on 05/04/17. A review of qt17-05-0020 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42020417 shows no additional complaints related to the failure in this investigation. Conclusion: as per, preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was confirmed. No additional investigation or specific actions are required.¿ if additional information is received then the complaint will be reopened. Nc/CAPA review: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.